Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve (sn: (B)(6) was chosen for implant, using a small flexnav delivery system (lot: 8892912) for a transcatheter aortic valve implantation. This was a valve-in-valve procedure where the navitor valve was to be implanted into a previously implanted 21mm non-abbott valved graft. During initial placement of the valve, there was difficulty crossing the aortic arch, but was successful. It was believed to be difficult due to the location where the surgical aortic root valved graft was sewn to the native aorta. The patient had a somewhat tortuous anatomy. Physician proceeded to deploy valve approximately 0-1 mm below the base of the previously implanted surgical valve. High gradient and valve underexpansion were present, so a post balloon aortic valvuloplasty (bav) was performed. The stent frame of the valve became supra annular after balloon expansion due to the stent frame shortening the valve above the annulus as it expanded. Physician decided to snare the valve and implant a second valve. A new 23mm navitor valve (sn: (B)(6) was prepared with a new small flexnav delivery system (lot: 8684036). Physician continued to have difficulty crossing arch again, which ultimately caused a tear at the anastomosis of the native aorta and graft from aortic root replacement. The valve was deployed in the aortic arch in hopes to seal the tear. Physician requested a third 23mm navitor valve (sn: (B)(6) and small flexnav delivery system (lot: 8684036) to attempt to seal the tear but was unable to deploy that valve, potentially from the curvature in the valve capsule while trying to deploy in the aortic arch. Team agreed not to open patient¿s chest and subsequently the patient expired on the day of procedure due to bleeding out in the chest cavity. The patient was considered to be extreme risk prior to procedure and was not an open-heart surgery candidate.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of advancement difficulty, use-related tissue damage, and death was reported. Information from the field indicated that the physician had difficulty crossing the aortic arch, which caused a tear and ultimately led to the patient's death. It was noted that in the physician's opinion, the location where the surgical aortic root graft was sewn to the native aorta caused the difficulty crossing the aortic arch. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The complaint history was reviewed, and no related incidents were found. Based on all available information, the reported event appears to be related to patient condition (difficulty caused by surgical aortic root graft sewn to native aorta). There is no indication of a product quality issue with regards to manufacture, design, or labeling.